Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The evaluation was unable to confirm the upstream occlusion alarms. However, 36 out of 40 upstream sensor tail pins were found to be cracked. These cracks can result in nuisance upstream occlusion alarms and air in line alarms. The upstream sensor assembly was replaced to correct this condition.

Event description:
It was reported that a device alarmed for frequent upstream occlusion alarms. Any patient involvement, injury, or medical intervention is unk.